Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue reported that batteries only provided power for 69 minutes. The stm replaced the batteries and the issue was resolved. The stm then completed the pm with full calibration, functional and safety checks to meet factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the batteries did not pass the runtime test in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period.